Manufacturer narrative:
(B)(4). The device has been received, but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.

Event description:
Received report that cytarabine was started at 1400 and a few minutes later, the pt notified the nurse that a few drops of medication had leaked onto the floor. The leak appeared to be coming from the pump segment. The nurse stopped the infusion, changed the tubing and restarted the infusion to completion. Medication: cytarabine 0.5 grams in 250ml normal saline IV every 12 hrs over 2 hours at 125 ml/hr. Normal saline infusion running also at 75 ml/hr. Spill cleaned up; no apparent harm to pt. No additional pt or event info was provided.